Event description:
It was reported that pump received a malfunction alarm, but no additional details or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions by the customer or technical support were described, and no additional information was received regarding the outcome of the event.